Event description:
A (B) (6) customer stated that comparison blood glucose tests (fasting) were performed using her contour meter and a lab test. During the first test, the contour read 9.2 mmol/l (166 mg/dl), while the lab test result was 5.1 mmol/l (92 mg/dl). A second test was performed an hour later. The contour read 3.6 mmol/l (65 mg/dl) and the lab result was 1.8 mmol/l (32 mg/dl). The difference between both sets of readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.